Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient had loss of therapy. Patient had a fall couple weeks ago and she thought it was getting better but it was getting worse and she is not sure what is going on with the stimulator. Patient stated health care professional (hcp) told her to call manufacturer. Patient reports since the fall she is taking a lot of pain medication and using the stimulator and her legs feel like the stimulation is on but she turned it off and stimulation seems higher than what it is. Patient stated prior to the fall she appreciated the stimulator and could stand up straight. Patient stated hcp told her they can get her in end of next month. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that patient fell backwards on concrete. They were sore, more stiff, and hoped that no harm was done to the ins and that it was still "wired completely". It felt like it was maybe another knot or a bruise, they noted they were uncomfortable. The patient walked to keep from becoming too stiff and they met with their pain management doctor. No further complications reported.